Event description:
It was reported that this pacemaker exhibited a battery longevity decrease of one year in four months. As such, premature battery depletion was suspected. Given that the remaining longevity was 3.5 years, and that this device is part of the ingenio high battery impedance advisory, the physician decided to schedule a preventive device replacement in the future. No adverse patient effects were reported. This device remains in service. Additional information was received indicating this device was explanted. No additional adverse patient effects were reported. The device is expected to be returned to boston scientific for analysis. This device has been returned to boston scientific for analysis.

Manufacturer narrative:
Supplemental 2: corrections performed: impact codes (h6) updated. Returned to manufacturer date (d9) updated. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited a battery longevity decrease of one year in four months. As such, premature battery depletion was suspected. Given that the remaining longevity was 3.5 years, and that this device is part of the ingenio high battery impedance advisory, the physician decided to schedule a preventive device replacement in the future. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory noted no suspicious fault codes or resets. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Supplemental 2: corrections performed: impact codes (h6) updated. Returned to manufacturer date (d9) updated. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited a battery longevity decrease of one year in four months. As such, premature battery depletion was suspected. Given that the remaining longevity was 3.5 years, and that this device is part of the ingenio high battery impedance advisory, the physician decided to schedule a preventive device replacement in the future. No adverse patient effects were reported. This device remains in service. Additional information was received indicating this device was explanted. No additional adverse patient effects were reported. The device is expected to be returned to boston scientific for analysis. This device has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited a battery longevity decrease of one year in four months. As such, premature battery depletion was suspected. Given that the remaining longevity was 3.5 years, and that this device is part of the ingenio high battery impedance advisory, the physician decided to schedule a preventive device replacement in the future. No adverse patient effects were reported. This device remains in service. Additional information was received indicating this device was explanted. No additional adverse patient effects were reported. The device is expected to be returned to boston scientific for analysis.